Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, noise resulting in oversensing which then resulted in the trigger of the 'noise reversion' alert was noted on the right ventricular (rv) lead. Provocative testing was conducted but was unremarkable. Technical support was contacted and device reprogramming was conducted to resolve the event. The patient was stable with no consequences.